Manufacturer narrative:
Additional concomitant medical products: 5534 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) did not have telemetry with their remote monitor. The device is still in use. No patient complications have been reported as a result of this event.